Event description:
Baxter (B)(4) received a report that an intermate had no flow during priming. The device was filled with a 75-ml solution of 750 mg vancomycin in 5% glucose. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this device is not available for evaluation by the manufacturing facility. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.